Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information this report is being filed on an international product, list number 7p60-74 that has a similar product distributed in the us, list number 7p60-21, 510k k153730.

Event description:
The customer observed a false negative alinity I syphilis result generated on an alinity I processing module for a 79-year-old female patient. Sid (B)(6) initial result = 0.73 s/co, repeat result = 3.59 s/co (reference range <1 s/co is negative). The sample was tested on the mindray platform generating a result = 6.2 s/co. There was no impact to patient management.